Event description:
It was reported that the pt has been explanted in 2007. The pt has not been reimplanted at the moment, due to the development of a cholesteatoma. Med-el was not aware that the pt was to be explanted until med-el received the info that the pt had been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.